Event description:
It was reported that during a tka procedure, the anchor pin broke. An x-ray was taken, and the pin fragment was seen in the patient's femur. The patient has not undergone another procedure to remove the fragment. There was no significant delay in surgery due to the event, and the patient did not receive any further treatment such as antibiotics.

Manufacturer narrative:
The pin fragment was not returned to the manufacturer, and the lot number was not provided. If additional information is provided, a follow up report will be filed.